Event description:
Patient reported experiencing elevated blood glucose level up to 180 mg/dl on (B)(6) 2012 in the morning but his blood glucose level was okay at this time. Patient's normal blood glucose was not provided. Patient stated he changed the insulin cartridge and didn't notice that the cartridge plunger of the old ampule stuck on the plunger holder. Patient reported he inserted the new insulin cartridge and insulin flowed out; there were 2 plungers. Patient stated he can't remove the old plunger and is now on ict with his old pen. Patient reported at this time that his meter always displays a "t5" (he can't remember the error message) and therefore he can't check his blood glucose level. Patient stated his blood glucose level is rising higher and higher. Patient reported his wife found him unconscious in the afternoon and called the ambulance. Patient stated he had asystole - revivification when the emergency doctor arrived. Patient reported the ambulance drove him to the hospital where he experienced a second asystole cardiac arrest - revivification. Patient stated his blood glucose level at the time was 900 mg/dl and the hospital treated him with an infusion of insulin. Patient reported being in the intensive care unit from (B)(6) 2012 and on the regular care unit on (B)(6) 2012. No further information is available. Requested return of the alleged infusion device, meter and strips for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2012. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. No defects were observed with the returned blood glucose meter. The customer#s allegations of questionable results and t5/unknown errors appearing were not observed during the investigation. The battery cover passed the optical inspection.